Manufacturer narrative:
(B)(4).

Event description:
Patient's mother contacted dexcom on 05/24/2016, to report a detached cannula that occurred on (B)(6) 2016. The sensor insertion was at the buttocks on the (B)(6) 2016. There was no report any injury or medical intervention. The product labeling indicates that sensor insertion is not approved in sites other than the belly/abdomen (ages 2 years and older) or the upper buttocks (ages 2 to 17 years). No additional even or patient information is available.